Event description:
A male patient underwent aaa repair in 2007 with another manufacturer's devices. One endoprosthesis trunk-ipsilateral leg component, one contralateral leg component, and one iliac extender component were placed. The proximal origin of the right hypogastric artery was an ulceration with two distinct flow lumens; however, the false lumen was very small. The patient was sent to recovery in stable condition. Twenty-four hours post-op, the patient developed a cold, mottled limb and the right limb of the trunk-ipsilateral leg component was occluded. On twelve days later, while declotting the limb, a piece of intima was found. The physician placed another manufacturer's bare metal stent distal to the trunk-ipsilateral leg component. The physician believes that a portion of the right external iliac artery was torn in the initial placement of the trunk-ipsilateral leg component on the right side through the cook 18 french sheath, causing the occlusion of the trunk-ipsilateral leg component. The patient is reportedly doing well.

Manufacturer narrative:
Evaluation: still under investigation.